Event description:
It was reported that the patient had an unknown 2 piece catheter. It was unknown when the catheter revision was performed. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).